Event description:
Treating medical professional indicated that during attempts to interrogate the patient's device and run diagnostics, the patient would cough followed by vomiting. The patient reportedly had not experienced these events before and did not experience these events during normal stimulation. The medical professional was under the assumption that the generator might be nearing end of service, but programming history determined that the generator was not approaching end-of service. Due to the coughing and vomiting issues during interrogation and diagnostics, the treating physician decided to replace the generator. The patient underwent generator replacement surgery. Further follow up with treating medical professional revealed that the patient was seen for a post-operative visit and patient is reportedly doing well with no adverse events reported during interrogating and performing diagnostics. The cause of the adverse events and relationship to vns therapy is unknown at this time.